Event description:
It was reported that during in-house repair work the cardiosave intra-aortic balloon pump (iabp) unit pim test items were detected when a new safety disc was installed and membrane differential pressure was rejected.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during in-house repair work the cardiosave intra-aortic balloon pump (iabp) unit pim test items were detected when a new safety disc was installed and membrane differential pressure was rejected. There was no patient involvement.

Event description:
It was reported that during in-house repair work by getinge field service engineer the cardiosave intra-aortic balloon pump (iabp) unit pim test items were detected when a new safety disc was installed and membrane differential pressure was rejected. There was no patient involvement.

Manufacturer narrative:
Three (3) gfe attempts have been performed to obtain repair information, however the replaced safety disk was returned to getinge for evaluation. Investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received safety disk with a reported unit failure of a safety disk malfunction. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Ran the all manifold test. Part failed the pim leak test. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure.